Event description:
A pt, (B)(6) was enrolled in (B)(6) study for stress urinary incontinence. The pt was injected with 3.0 ml of coaptite from lots #1025641 and 1025769 on (B)(6) 2012. A urinary tract infection was diagnosed by urinalysis on (B)(6) 2012. On (B)(6) 2012, the pt was prescribed cipro 500mg bid x 5 days. The infection was resolved by (B)(6) 2012. The physician assessed the event as mild in severity and probably not device related. A urinary tract infection was diagnosed by urinalysis on (B)(6) 2012. On (B)(6) 2012, the pt was prescribed macrobid 100mg bid x 7 days. The infection was resolved by (B)(6) 2012. The physician assessed the event as mild in severity and probably not device related. A urinary tract infection was diagnosed by urinalysis on (B)(6) 2013. On (B)(6) 2013, the pt was prescribed macrobid 100mg x 7 days. The infection was resolved by (B)(6) 2013. The physician assessed the event as mild in severity and probably not device related. The pt reported a urinary tract infection on (B)(6) 2014. On (B)(6) 2014 the pt was prescribed bactrim os pid x 7 days. The infection was resolved by (B)(6) 2014. The physician assessed the event as mild in severity and definitely not device related.

Manufacturer narrative:
Add'l cat# 8005p10, lot #1025769, expiration date: 05/2014, manufacture date: 05/2011. At the time this report was received, the pt's urinary tract infections had resolved. The device history records for the two lots were reviewed. All required testing specs were met prior to release with no abnormalities noted.